Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported a power on reset 0x400 error code occurred in november. The rep. Cleared the por and set the date and time. The device appeared to be working fine following this. Relevant medical history includes failed back surgery syndrome.